Event description:
It was reported that the customer's insulin pump was experiencing high blood glucose of 500 mg/dl. It was stated that the customer believes the insulin pump was not functioning properly, and the displacement test did not pass. It was stated that the device did not rewind completely. Performed a self test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.